Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 years 3 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6)2008: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6)2008 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿the hernia sac was opened and incarcerated omentum and adhesions were released. A large ventralex patch (device #1) was placed and secured with sutures.¿ (B)(6)2017 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the removal of ventralex mesh (device #1) and implant of ventralight st using echo ps (device #2). Per operative notes, ¿dense adhesions of omentum to anterior abdominal wall and then omentum incarcerated into an incisional hernia was noted. Also, a portion of the transverse colon was densely adherent to the previously placed mesh. The hernia was reduced and dissected the sigmoid colon away from the old mesh. The old mesh (device #1) was removed and placed a round ventralight st using echo ps (device #2) on the defect and closed with suture.¿ attorney alleged that the patient had adhesions and hernia recurrence.